Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00345. It was reported the patient's axium neurostimulator system was explanted due to the patient never having received adequate pain relief.